Event description:
It was reported that during routine follow-up, high impedance was observed on the atrial lead. X-ray imaging reveled a possible fracture. Other electrical values were normal. No patient symptoms were reported and they were noted to be stable throughout the event. No intervention was planned due to the patients existing co-morbidities.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the lead had been disabled.